Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention. Troubleshooting did not solve the issue; therefore, the existing cuff was removed and replaced with a larger one. The patient required a suprapubic catheter. No additional patient complications were reported.